Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the downstream occlusion (dso) sensor and latch/lock area. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. The main board, dso sensor, and flex sensor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement.